Event description:
During preventative maintenance of the device, the biomed reported that the display did not work. Since the event occurred during preventative maintenance, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.